Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e014302 decreased level of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, around 9:00am, the patient was woken up by his brother and at this time, the patient stated they were hypoglycemic (no symptoms reported) and the cgm had low readings but he did not hear any notifications. He stated for some reason, the notifications on the receiver was turned off. He stated he woke up with emergency medical services there (it is unknown at what point the patient lost consciousness) and he was being treated with glucose. It was reported that the night prior, the patient took 10 units of long-acting insulin. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.